Event description:
On june 06, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. It was reported that at the end of the examination the physician wanted to look at the bladder when the image disappeared. They tried rebooting and reconnecting the scope and it gave them an invalid probe message. They tried reconnecting and rebooting several times. They also tried the second port with a function box with the same result. The patient was under anesthesia. Although the physician was not able to finish the study, he had enough data for diagnosis and does not anticipate bringing the patient back for additional scanning. There is no death or serious injury associated with this event. As such this event is being reported with an abundance of caution.